Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for a routine follow-up. It was noted that the device inhibited pacing due to the oversensing of the lead noise. The lead was recommended to be replaced and programming changes were made. The noise was suspected to be from electromagnetic interference. The patient was stable and will continue to be monitored remotely.